Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There was one opened, used sample returned for evaluation. The sample includes a 3ml syringe only. No needle was included. The sample was visually inspected and between the graduation lines, signs of cracks were observed. The sample was physically tested and the syringe leaked in the area where the crack was visually identified. The reported condition is confirmed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leaking and damage. The exact root cause could not be determined based on available information. The sample analysis did confirm the failure, but no additional information, such as lot number, was provided to further investigate the event. A complaint history/trending review was performed on this product sku and there is no indication of a systemic issue with the product or process, so a corrective and preventative action will not be issued at this time. A quality alert was issued for awareness to the magellan area. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported they were injecting saline from the syringe into the covid-19 vaccine vial when they noticed the saline was leaking out of the syringe and onto the nurses hand from a crack. There was no harm.